Event description:
The customer contacted philips healthcare to report that the smoke coming from printer. There were nurse and patient involvement but no harm to the nurse and patient.

Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer contacted philips healthcare to report that the smoke coming from printer. There were nurse and patient involvement but no harm to the nurse and patient.